Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cord burnt during the surgery while an open flame was witnessed. According to the complaint history review one serious injury was reported for similar complaints. Therefore, the risk of serious injury is not negligible, hence the complaints are considered as reportable.

Manufacturer narrative:
The most probable root cause: user error because the lines at both ends of the high-frequency cord were exposed, the copper line is unprotected. This can happen due to incorrect preparation/ maintenance of the cable. For that reason, the current of the hf generator can pass unprotected tissue of or equipment (tissue or clothes) and the skin of the patient, user, or third. This can lead or equipment (tissue or clothes) to ignite a fire. Internal karl storz reference number: (B)(4).